Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that insulin pump screen was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.